Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and other non-malignant pain. It was reported that the patient was obtunded and on a narcan drip in the intensive care unit. It was reported that the hcp was requesting for the pump to be turned off. The symptoms were noted as coming on suddenly. No further complications were anticipated/reported.